Event description:
A nurse discovered a patient on the verge of respiratory arrest as the thorax was not moving. However, the monitor showed a respiratory frequency of 16.

Manufacturer narrative:
The available information does not support that there was a device malfunction related to this event. Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed. Preliminary results support that the involved device was functioning as intended.